Event description:
The customer stated that they received questionable results for 5 patient samples tested for multiple assays on a c501 analyzer on (B)(6) 2016. Of the 5 samples, two samples had erroneous results that may have been reported outside of the laboratory for ise indirect ci for gen.2. (Chloride) and gluc3 glucose hk (glu). The customer stated that they had to make corrections and notify physicians of the corrections, but he did not know which erroneous results were reported outside of the laboratory for the two samples. The customer stated that there was crusty residue on top of the reaction cells and one of the rinse nozzle lines was broken on the analyzer. The first sample initially resulted as 115 mmol/l for chloride. The sample was repeated on the same analyzer, resulting with a chloride value of 103 mmol/l. The repeat result was believed to be correct, was reported outside of the laboratory as a corrected report. The second sample initially resulted with a glu value of 44.9 mg/dl accompanied by a data flag on (B)(6) 2016. The sample was repeated on the same analyzer, resulting with a glu value of 179.5 mg/dl on (B)(6) 2016. The sample was repeated on a different c501 analyzer, resulting with a glu value of 183 mg/dl on (B)(6) 2016. Both repeat results were believed to be correct and the 179.5 mg/dl value was reported outside of the laboratory as a corrected report. The patients were not adversely affected. The chloride electrode and glu reagent lot numbers and expiration dates were asked for, but not provided. The field service representative determined that there was a fluidics failure due to cracked vacuum tubing for cell cleaning reagents. Cells were found to not be cleaned and some cells overflowed at random. He replaced the tubing, primed the cleaning reagent, performed maintenance, and performed a cell blank. He ran precision studies and verified results. The operator calibrated, ran controls, and verified results.